Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter tip fibrosis was noted during catheter evaluation. A catheter access port (cap) contrast study had been performed on (B)(6) 2013. The patient symptoms had been increased pain despite pump adjustments. The intrathecal catheter was replaced on (B)(6) 2013 and the patient outcome was noted as resolved without sequelae. The pump system was being used to deliver fentanyl. It was later reported that the drug in the pump was sufenta and it was noted it was possibly related. Implant site fibrosis was noted.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).